Manufacturer narrative:
This is 1st of 2nd MDR. D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject microcatheter was returned with a stent delivery wire (sdw). The subject microcatheter was noted to be broken/fractured at the distal end. The distal marker band was not present on the device. The subject microcatheter shaft was noted to be flat crushed. For functional inspection, the subject microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the subject microcatheter shaft when inserted into the subject microcatheter hub. A 0.0158" patency mandrel was unable to be completely advanced through the subject microcatheter. Resistance was noted at the damaged area. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the marker ring of the subject microcatheter fractured and remained within the intracranial vessel of the patient. During analysis, the subject microcatheter was noted to be broken/fractured at the distal end. The distal marker band was not present on the device. The subject microcatheter shaft was noted to be flat/crushed. The subject microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the subject microcatheter shaft when inserted into the subject microcatheter hub. A 0.0158" patency mandrel was unable to be completely advanced through the subject microcatheter. Resistance was noted at the damaged area. Based on a review of all available information and the analysis of the returned device it is probable that the subject microcatheter shaft was damaged during manipulation of the device during the attempt to advance the stent. There may have been friction during the procedure. An assignable cause of procedural factors will be assigned to the as reported/as analysed ¿ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter shaft friction' and 'un-retrieved device fragments' as well as the as analysed 'catheter shaft flat/crushed' and 'catheter tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during stent assisted coil embolization procedure, the subject microcatheter was used to deliver a stent. During the process of retraction and releasing tension of the subject microcatheter, the marker ring of the subject microcatheter got fractured and remained within the intracranial vessel of the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stent assisted coil embolization procedure, the subject microcatheter was used to deliver a stent. During the process of retraction and releasing tension of the subject microcatheter, the marker ring of the subject microcatheter got fractured and remained within the intracranial vessel of the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2nd MDR.